Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us complainant had a 5.5 pump support ongoing for over 42 days for the patient who had been admitted in with cardiogenic shock (cgs) and cardiomyopathy. During support, the user accidentally stepped on the cord resulting in pump stop. The team tried to get the original console to restart. The console needed to be replaced. No harm or injury noted from the console stop.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: console logs from the reported day of event are partially consistent with complaint and show that 42 days and 16 hours after case start, pump motor current suddenly dropped to 0 and impella stopped alarm (#115, due to mechanical or electrical issues) presented. Device analysis: console was inspected and tested in the lab, and there was no damage to the optical pump connector, which might be expected if plug is forcefully pulled out. The console was able to detect a test pump and run it, with valid values of motor current and placement signal. Inspection of the console revealed broken purge disk detect flag (unrelated to complaint), and significant contamination of purge pressure sensor area, presumably due to prior purge fluid leak. Device history review: the device passed all post sterile inspection checks.